Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no product was returned however the pumps operators manual indicates that the pump will alarm "no disposable" if a cassette is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a no disposable alarm on a pump with a 100 milliliter pre-fillied cassette. There was no injury to the patient.